Manufacturer narrative:
This report is submitted on november 29, 2023.

Event description:
Per the clinic, the patient experienced a skin flap infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2023, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 08, 2024.